Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while disconnected from the ilet for a period, then performed a supply and cgm change and primed the tubing with visible drops, suggesting a potential infusion set issue before reconnection. Symptoms included elevated blood glucose up to 372 mg/dl without loss of consciousness or other acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with glucose trending down to 299 mg/dl after reconnection. Investigation included phone-based troubleshooting and review of device data, which showed reduction in glucose after the infusion set change and reconnection. Investigation of this case revealed no device malfunction, and the event was consistent with hyperglycemia likely related to time off device and a probable infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.